Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a laparoscopic hepatectomy procedure, the clips of the device were malformed. Changed another same device, the clips malformed again. Other product was used to complete the procedure. To describe the malformation, the clip turned round and did not close normally. For example, normally it clips on tissue forward, like ¿v.¿ however, these two device's clips turned round like upward left or right "v" when coming to the jaws. There were no adverse consequences for the patient reported. Two devices will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Batch # k91k2c. The analysis results found that the er420 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.